Event description:
New information received noted that the device was explanted due to intermittent capture.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, the device output and telemetry communication were normal. Capture test was performed on the device and it was able to capture within the product specification. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacture reference number: 2017865-2021-35987. Related manufacture reference number: 2017865-2021-35991. Related manufacture reference number: 2017865-2021-35992. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that right ventricular lead (rv lead) exhibited noise and high impedance. Stored events showed episodes of loss of capture and oversensing of the rv lead. Patient was admitted for lead revision, as they were symptomatic of bradycardia. Prior to procedure, it was decided to electively replace the patient's advisory device. During procedure, it was also decided to explant the atrial lead due to insulation damage observed during procedure. The device, atrial lead, and rv lead were explanted and replaced on (B)(6) 2021. Post procedure, examination of device showcased clavicle crush on atrial and rv lead. On (B)(6) 2021, the replacement rv lead was found dislodged. No procedures were performed to address the dislodgement. The patient was in stable condition.